Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5146102/5147674, model/catalog description: infinion cx lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg and lead site. The patient underwent an explant procedure.